Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, the pressure control and peep test were out of tolerance on an ht70 plus ventilator. There was no patient involvement at the time of the event. A service engineer (se) inspected the device and replaced the proportional valve to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.